Manufacturer narrative:
Related event: MFR#: 3011050570-2025-01196-00. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the 150-micron single-use fiber broke "due to too much strain" resulting in flame. This was noted during a combined percutaneous nephrolithotomy (pnl) and ureteroscopy (urs) procedure. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the flame was identified. It is likely the result of too much strain resulting; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.